Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. On an enhanced safety surveillance (ess) surgeon survey that an unspecified activel was implanted during a total disc replacement (tdr) procedure performed on an unknown date. According to the complainant, two weeks post operatively, the superior implant migrated approximately four (4) millimeters (mm). The migration was asymptomatic and revision surgery was not required. The complaint device was not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. The physician stated that the patient was doing "well" with "zero pain." Although requested, additional information has not been made available. The adverse event is filed under aic reference (B)(4).

Event description:
No updates required.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the lot # was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.